Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported, as a general comment, that cases have occurred after venotomy puncture closure of a common femoral vein was attempted using a proglide device after mitraclip procedures. Hemostasis was not achieved as planned. The method of achieving hemostasis was not reported. The number of patients, procedures, and number of proglide devices used was not provided. The operator is reportedly not trained in the use of the proglide. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.